Event description:
It was reported to philips that allura device would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. Upon functional testing, the fse found defective fan and confirmed that the host-pc, geo io box, and power supply need replacement. The defective host-pc, geo io box, and power supply were returned for analysis and the power supply confirmed electrical defect however host-pc and geo io box didn¿t conclusively determine the cause of failure. To resolve the issue, the fse replaced the host pc, reloaded new license and performed ghost back up; power supply and geo io replaced by biomed. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.